Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as this is 3010536692-2015-01667, -01672, -01673, -01674, -01675.

Event description:
Allegedly the patient was revised for unknown reasons (right).

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.